Manufacturer narrative:
Updated the serial number, problem code grid, evaluation method code grid, evaluation results code grid, and component code grid.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. There was a delay in treatment while the user was obtaining another device to treat the patient. It is unknown what the patient's condition was that required defibrillation and if it were a planned or unplanned event. Also, it is indicated the pads had expired, but were discarded and additional information about pads is unknown. Furthermore, it is indicated the pads had expired, but were discarded and additional information about pads is unknown. The mic files, device log files and patient event file were requested; however, the mic files and device log files are not available, and the patient event file could not be extracted. Based on the information available and results of additional analysis, no further action is necessary at this time. The device after passing its testing was recommended to be placed back into service with new pads. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the device did not deliver a shock.